Event description:
During baxter's functionality testing of a spectrum infusion pump, it was found that the device alarmed door not fully latched. There was no pt involvement.

Manufacturer narrative:
The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the door not fully latched alarms identified during functionality testing, determined to be caused by a severed motor mount screw jammed in the link. This jam caused the link to be incapable of properly sliding into position and latch the mechanism door closed. The motor assembly, which contains the motor mount screws, was replaced.